Event description:
It was reported that the user experienced hyperglycemia while using the ilet and temporarily disconnected from the pump to administer a manual subcutaneous insulin injection via pen, after which a full supply change was completed and insulin delivery was resumed; blood glucose reached 415 mg/dl at its peak and trended down thereafter, and no site leakage or kink was observed, with cannula straight, while device problem and component specifics remained unclear. Symptoms included hyperglycemia without reported associated physical complaints. Outcomes included a minor illness/impairment level impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to attribute the event to a device issue or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.